Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the occlusion was found to be within the cartridge. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose level was 130 mg/dl.